Event description:
During laser ablation of the prostate, the laser fiber came apart (tip broke off.) The tip initially was in the prostate, but was successfully irrigated at. There was no harm to the pt.